Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having complications. The implantable pulse generator (ipg) was therefore adjusted. The device remains in use. No further patient complications have been reported as a result of this event.